Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted error code messages were recorded. Functional testing included use testing. The pump motor was powered on and an error code was unable to be duplicated. The pump software applications were reinstalled as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.